Event description:
It was reported that the device explanted at implant due to a defect observed between the leaflets on the graft. Reportedly, the device was replaced with a device of the same model and size.

Manufacturer narrative:
The device was received for evaluation; however, the device evaluation has not been conducted. Device not returned.